Manufacturer narrative:
(B)(4): results: (lack of information cause of removal difficulties and type 1 endoleak are unk), (perforation, endoleak). Conclusion: (lack of information cause of removal difficulties and type 1 endoleak are unk).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm was 58mm in diameter. Vessel morphology information was not reported. It was reported that the physician had difficulties with advancement of the system after deployment; difficulties with closing the spindle and system removal. It was reported that the physician experienced difficulties with the tip recapture; the back end wheel broke. The iliac artery was damaged and was surgically repaired via retroperitoneal access. It was reported that a type I endoleak was also noted. A cuff is planned to be placed at a later date. No additional clinical sequelae were reported and the pt is fine.